Manufacturer narrative:
Upon receipt of additional information, it was identified that this report was submitted under the wrong manufacturing report number. This report will be submitted under 3006946279.

Event description:
Upon receipt of additional information, it was identified that this report was submitted under the wrong manufacturing report number. This report will be submitted under 3006946279.

Manufacturer narrative:
(B)(4). Concomitant medical devices - unknown orthopedic salvage system femoral component catalog #: ni lot #: ni, unknown orthopedic salvage system tibial bearing catalog #: ni lot #: ni. Report source - foreign: (B)(6). The complainant has not yet indicated whether the product will be returned for evaluation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001825034-2019-01048, 0001825034-2019-01050.

Event description:
It is reported that the patient underwent a knee arthroplasty revision to address unknown complications post-operatively. Attempts have been made and no additional information has been provided at this time.